Event description:
A malfunction alarm was reported, but there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information to reset the pump, and the customer successfully reset it with assistance. The malfunction did not recur after resetting, and the customer was instructed to continue using the pump and to report if any future issues arose.